Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: af2618c140xh stent graft, implanted: (B)(6) 2009; ixw1818c80xh stent graft, implanted: (B)(6) 2009; iw1416c90xh stent graft, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. An alert was triggered due to pacing impedance increase. The lead was explanted and replaced. No patient complications have been reported as a result of this event.